Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer and bezoar are known complications of a peg- j tube placement. Code of 4581 was chosen to capture the event of bezoar. Associated peg tube record, manufacturer number 3010757606-2023- 00106. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that during virtual support of the procedure, the health care professional noted the internal retention plate was imbedded in the duodenum and j tube had eroded an ulcerated channel in the tissue at the pyloric sphincter. A large bezoar was found in the pig tail of the j tube that was removed. A small ulcer was noted internally at the stoma site. The external fixation plate was about 6 inches away from skin. The peg tube was replaced using the existing stoma site. No j tube was placed at this time. The health care professional hcp stated the internal ulcers need to heal before another j tube can be placed. All connectors replaced on peg tube and the external fixation plate was placed in the proper position.